Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log but could not reproduced the error. The fse resolved the complaint by lubricating the stc mixer. Fse validated the analyzer by running quality control; run completed without errors and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states. [3061] stc lane mixing failure. Cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to stc needed lubrication.

Event description:
A customer reported getting error message "3061 sample treatment cup (stc) lane mixing failure" on the aia-2000 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for human chorionic gonadotropin (hcg) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data. Number of similar complaints updated in below statement. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 23sep2018 through aware date 23oct2019. There were three (3) similar complaints identified during the searched period, which includes this event.